Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they were "not able to get the [xen®45 gts] release button to work" during implantation in the right eye of clinical patient. Surgery was completed with backup device.